Manufacturer narrative:
(B)(4). Concomitant devices - nexgen femoral impactor head catalog #: 00590103200 lot #: 63556580. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see all reports associated with this event: 0001822565-2022-00629.

Event description:
It was reported that during knee arthroplasty a crack was identified in the tibial articular surface provisional prior to trialing and the femoral impactor fractured in half upon impaction with the femur. Additional instruments were used to complete the procedure. No adverse events were reported as a result of this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10 h6: component code: mechanical (g04) - provisional top visual examination of the returned tasp found signs of repeated use and is cracked/cut, potentially by another device. The device history record was reviewed and no discrepancies relevant to the reported event were found. The device has a potential field age of 11+ and exhibits signs of repeated use. However, it appears the device may have been cut therefore a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.